Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an right unknown stryker hip. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
It was reported that the patient has bilateral hip implants. Patient states that he started having pain in his thigh (femur) area one month post op. Patient reports that he can't climb stairs and walking around his block the pain becomes unbearable. Patient wants to know if this type of pain is normal with implants.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding pain involving a secur-fit max stem was reported. The event was confirmed. A review of provided records performed by a consulting clinician indicated: "office visit of (B)(6) 2012 noted the patient to be doing well. When seen on (B)(6) 2012 he was 'doing great.' He was seen on (B)(6) 2012 complaining of right thigh pain for three days and shortness of breath. He was ambulating without aids. On (B)(6) 2012 he was doing well with some thigh pain. He was seen on (B)(6) 2013 for 'bilateral thigh pain ¿ can¿t play golf ¿ pain is increasing.' X-ray bilaterally showed 'good position and alignment.' ¿the plan was to treat with naprosyn. He was seen on (B)(6) 2013 with continued bilateral thigh pain. Physical examination revealed bilateral tender lateral thighs and bone scan was reported to show 'bilateral, unremarkable.' X-rays were noted to be unchanged. On (B)(6) 2013 x-ray of both hips showed 'no acute abnormalities evident.' There is no reason to conclude that any unique factors of prosthetic design, manufacturing, or materials of the stryker components were responsible for this clinical situation.¿ device history review: the reported device was manufactured and accepted into final stock. Complaint history review: not performed as no device specific failure modes were reported. Conclusions: the investigation could not determine the cause of the reported pain. With the information provided, there is no evidence to suggest the event is device related. The following other devices were also listed in this report: trident psl ha cluster 54mm; cat# 542-11-54f; lot# mln7w1. Trident 10° x3 insert 36mm ID; cat# 623-10-36f; lot# mlh51p. Delta c-taper head 36mm +5; cat# 18-3605; lot# 39665601. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain.

Event description:
It was reported that the patient has bilateral hip implants. Patient states that he started having pain in his thigh (femur) area one month post op. Patient reports that he can't climb stairs and walking around his block the pain becomes unbearable. Patient wants to know if this type of pain is normal with implants.